Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that a missing sensor wire was reported. Upon sensor removal, the sensor wire was missing from the sensor pod. The event occurred the day of sensor insertion into the arm. The patient went to urgent care as the sensor wire was believed to have remained under the skin. The urgent care center sent the patient to the ER for further evaluation. At the ER, the patient¿s arm was cut open to try and find the missing sensor wire, however, no retained wire was found. The patient required 8 stitches to close the laceration. It was noted that the patient was not given any medication. The patient was in good condition at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.